Event description:
As reported, approximately 7 years and 8 months post the initial left total knee arthroplasty, the patient was revised due to poly wear. Everything was removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 3756823 02-010-04-0235 - logic cr femoral por, left, sz 3.5; 4195202 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f/3.5 t; 4574103 200-02-32 - three peg patella 32 mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.